Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details were unsuccessful. The recipient is using the device. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced a possible infection. The recipient was treated with antibiotics. The recipient is doing well and was cleared to use the device.